Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation under the "round sensors" from the lifevest. Field services reported the area as very irritated, red, and "looks like burns". The skin is not open and there is no blood present. Per distributor incident file (B)(4), the patient received an appropriate treatment shock on the same day that the rash was reported ((B)(6) 2019). Per the follow up of the skin irritation, the patient's daughter reported "that the staff at the hospital must have taken care of that." The daughter also reported that the skin irritation has improved.